Manufacturer narrative:
The insulin pump received with blank display due to battery tube connector not plugged in properly on interface board. Pump received with cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The blood glucose at the time of the incident was 123 mg/dl. Customer stated that the device never alarmed prior to turning off. Troubleshooting was not able to resolve the issue. The device was returned for analysis.